Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during tka procedure, while inside the patient, one of the metal locking arms of the j2 cr femur impactor cracked off while being impacted. Delay reported less or equal than 30 minutes. The procedure was completed with a smith & nephew backup device.

Manufacturer narrative:
H3,h6: the device, used in treatment, was returned for evaluation. The clinical/medical team concluded, this case reports the metal locking arm of the femoral impactor cracked off while being impacted. Per email communication, there was no patient injury and this did not affect the surgery. The procedure was completed using a backup device. Since no patient harm is alleged, no further clinical assessment is warranted. A visual inspection confirmed the outer-grip locking fem implant impactor is cracked. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.